Manufacturer narrative:
Additional medical device report number for medical devices involved in the same event described in this submission 3009222247-2017-00005. Primary di number: (B)(4). Investigation: the device associated with this MDR was not returned, therefore the device could not be inspected and the lot number is not available for a review of the DHR. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It has been reported that revision surgery was conducted for a miami device solutions (mds) proximal humerus plating system implanted on (B)(6)2017. No complications were reported during the initial implantation procedure. Mds was informed on (B)(6)2017 that revision surgery was conducted the same day. Based on surgeon feedback three of the screws were protruding into the joint space. They were removed and replaced with shorter mds screws. No complications were reported during the replacement procedure.